Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('spiral metallic iud device within the endometrial cavity') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included menorrhagia, urethral hypermobility, urinary frequency, hemorrhoids, stress incontinence, menopausal symptoms, vaginal discharge, bartholin's cyst removal, vaginitis, vulvovaginitis, fibroids and cystoscopy. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required). The patient was hospitalized on (B)(6) 2011. The patient was treated with surgery (total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). The reporter commented: discrepancy noted in date of removal (B)(6) 2011 (as per mr). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('spiral metallic iud device within the endometrial cavity'). In an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included: menorrhagia, urethral hypermobility, urinary frequency, hemorrhoids, stress incontinence, menopausal symptoms, vaginal discharge, bartholin's cyst removal, vaginitis, vulvovaginitis, fibroids and cystoscopy. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required). The patient was hospitalized on (B)(6) 2011. The patient was treated with surgery (total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). The reporter commented: discrepancy noted, in date of removal: (B)(6) 2011 (as per mr). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: event: 'medical device removal' was updated by 'spiral metallic iud device within the endometrial cavity'. Medical history, patient demographic, reporter information were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.